Event description:
Device malfunction: none. Symptoms/ae: access site infection. Time of symptoms/ae: forty-eight hours after the procedure. It was reported that a trained physician performed arteriotomy closure of the common femoral artery with the starclose device after an unspecified procedure. Reportedly, forty-eight hours after uneventful arteriotomy closure, the patient developed closure site redness, inflammation, no tissue tract healing and oozing puss. Wound cultures were positive; the organism was not specified. The patient was medically treated as an outpatient with an oral antibiotic (keflex), completely resolving the infection. It was noted that the physician did not re-prep the access site and did not wear new gloves prior to handling the clip applier or proceeding with the closure procedure. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record could not be performed. During processing of this complaint, attempts were made to obtain complete event, patient and device information.